Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the touch panel of the device could not be operated. Reportedly, the power button, mute button and rotary knob were still functional. The device was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The cockpit of the affected device was examined at the dräger service center. A failure of the basis board of the cockpit was identified as root cause for the touch screen failure. The faulty basis board was already replaced. In case of a touch screen failure, a running ventilation is not affected and continues as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the touch panel of the device could not be operated. Reportedly, the power button, mute button and rotary knob were still functional. The device was replaced. There were no health consequences for the patient reported.